Event description:
It was reported that high impedance readings >4000 ohms were noted on some of the bipolar pairs with all combinations of electrode 0 noted as out of range. Additional info has been requested.

Manufacturer narrative:
(B)(4).